Event description:
Healthcare professional reported right side "discrete redness in the lower, lateral quadrant, swelling and pulling pain" and that "we are most likely to assume capsular fibrosis", baker grade unknown. The device has been explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis", baker grade unknown.